Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The april 2011 navilyst medical complaint report was reviewed for the product family of vaxcel pasv PICC and the failure mode of "hole in catheter." No adverse trends were identified. Although the used device was discarded by the hospital, a photo was provided by the hospital of a catheter which had a similar failure. The catheter in the photo appeared damaged due to mishandling and/or the use of sharp instruments on or around the catheter. The location of the defect is consistent with the catheter being nicked or cut while in use and/or during dressing removal. However, without receiving a sample for evaluation, we cannot definitively determine a root cause for this complaint. The navilyst medical manufacturing process controls for this device include a 100% air leak test of all catheters, a 100% guidewire check for lumen patency, dimensional inspection, and tensile testing. The directions for use which is supplied with the device provides guidelines, precautions and warnings that should be followed by the end user in order to prolong the usable life of the catheter and to reduce the risk of damaging the catheter. (B)(4).

Event description:
As reported, patient had a valved PICC implanted in the right upper arm basilic on (B)(6) 2011 and was released to home health care on (B)(6) 2011. The PICC began to leak proximal to the suture wings and was removed and replaced on (B)(6) 2011. The patient did not incur any complications. The used PICC was discarded by the hospital.